Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump turned off and the bolus stopped midway. The customer¿s blood glucose level was 16.2 mmol/l at the time of incident. The insulin pump also received pump error alarm and customer was able to rewind insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Fault number = inverse check (15) line number = 213 file number = 30 no unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.